Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was observed that the merlin programmer made a device longevity overestimation during a previous follow-up. Elective device explant and replacement due to normal eri is anticipated. The patient was in stable condition.